Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted as they were being uplisted for a heart transplant. The patient remained stable and awaited transplant. It was further reported that the patient was elevated on the transplant list due to severe stenosis (75%) of the outflow graft (proximal and distal) and moderate aortic insufficiency. The patient had recurrent ventricular tachycardia that required implantable cardioverter-defibrillator shocks. The patient was transplanted on (B)(6) 2025. It was also reported that the device operated as expected.

Event description:
Additionally, it was reported that the patient had severe aortic insufficiency prior to transplant.

Manufacturer narrative:
Section h6 medical device problem code 1384 - mechanical problem added. Section h6 medical device problem code 2993 - adverse event without identified device or use problem added. Manufacturer¿s investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation as images were not submitted for review. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed power elevations; however, a specific cause for these events could not conclusively be determined. The submitted log file contained overlapping events from 18jan2025 through 25feb2025, per the timestamps. The log file captured elevations of power above 10 w from (B)(6) 2025. Calculated flow was also elevated during this time. Otherwise, the pump flow and pump power typically ranged from 5.7 ¿ 9.0 lpm, and 6.4 - 9.0 w, respectively. The log files captured the flow and power returning to baseline following the elevations on (B)(6) 2025. No other notable events or alarms were captured. The pump appeared to function as intended for the duration of the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, provides an explanation of pump parameters, including pump flow. Section 1 also lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 5, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 4 of the IFU, ¿system monitor¿, provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 liters per minute (lpm)). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿caution!¿, further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. No further information was provided. The manufacturer is closing the file on this event.